Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06776. It was reported that the patient died. Vascular access was obtained via the radial artery. Angiogram was performed which revealed a 90% stenosed target lesions located in the proximal and distal left anterior descending artery (lad). After a 6f non-bsc guide catheter was engaged to the lad and a 0.014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x9mm non-bsc balloon catheter. A 3.5x32mm promus element drug-eluting stent was then deployed in the proximal lad and was post-dilated with a 3.5x12mm non-bsc balloon catheter. Subsequently, the distal lad lesion was pre-dilated with a 2x8mm non-bsc balloon catheter and a 2.25x20mm promus element drug-eluting was advanced to treat the distal lad lesion. However, the device failed to cross the previously implanted 3.5x32mm promus element stent in the proximal lad. After multiple attempts, the 2.25x20mm promus element stent eventually crossed the previously implanted 3.5x32mm promus element stent in the proximal lad and was successfully deployed in the distal lad, followed by post-dilatation with a 2.5x8mm non-bsc balloon catheter. However, following the implantation of the stents, blood flow to the lad completely stopped and the patient died on the operating table.